Event description:
It was reported that the patient had a posterior spinal fusion in (B)(6) 2009. Since that time, he had experienced increased tone. The intrathecal medication dose was increased three times and one bolus with no effect. Troubleshooting procedures were done in (B)(6) 2010. A baclofen assay came back showing an appropriate amount of baclofen in the patient's system for the amount of oral baclofen he had been taking, however, not a level they were expecting for the intrathecal dose. At the time that the assay was done, the sample was attempted to be withdrawn from the catheter access port, without success. The decision was made to do a catheter revision surgery. The pump had been used to deliver lioresal 1000 mcg/ml at 245mcg/day. At the time of the revision surgery, the healthcare provider made the decision to replace the proximal segment of catheter. The pump was restarted at an infusion rate of 75mcg/day. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). The proximal segment of the catheter has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.